Manufacturer narrative:
Device evaluation: one used device was returned for evaluation. The returned device had the rotator fully in-tact, not matching complaint details. A review of the device history record revealed no exception documents. The complaint database was reviewed and found no similar complaints for this lot number. The device was visually inspected and pressure tested. The device was within specifications. Evaluation: method: the device history record was reviewed, complaint database was reviewed.

Event description:
The rotator broke during a left ventriculogram procedure. The injection was set at 10cc for 24cc total and 1000 psi. There was spray. No patient harm or injury was reported.